Event description:
It was reported that during an unknown procedure there were three devices that were used in the procedure by the resident surgeon. Upon the first firing of each device it locked out and would not fire. They used an ec45 device to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Damaged yoke teeth. The analysis results found that the device was received with the clamping mechanism damaged. No cartridge reload was present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.